Event description:
The nurse reported to our sales rep that during several surgeries it was observed that they had problems with the locking of the nail. No adverse consequences reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.